Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said therapy is not working and noted they've been working with a manufacture representative (rep) many times, but can't find a program that works. The consumer noted that they tried using therapy and made adjustments after their hospital stay, but contacted the rep after not seeing improvement (hospital issue is not related to device/therapy). The patient reported having problems moving their bowels which they didn't have beforehand. They would like to have the ins removed, but would like a different healthcare provider (hcp) to perform the surgery. As a result of what was reported, the caller was redirected to an hcp on the hcp listing. Additional information was received from the patient. They reported that replacement/revision is scheduled for (B)(6) 2020. They noted the issue had not been resolved by their managing physician, which led them to seek a new physician. They said the cause of the thera py not working was having 2 procedures done at the same time, which caused severe pain, and the wires to move. The device was still in them, but was shut off at the time of the report. They noted this was a terrible experience, they spent 4 days in the hospital with severe pain from complications with an unrelated procedure. They believed that was when the wires moved.

Manufacturer narrative:
H6: additional patient code c3303 and device code c53269 applied to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They went to their managing healthcare provider's office, where they moved things around in the patient, and that evening they had a bowel movement. They started to use the therapy at that point, however reported excruciating pain at the tailbone at even the mildest setting. They eventually turned stimulation off. They tried all the programs for a couple of days each, but the stimulation sensation would become painful and they ended up turning it off. That went on for a couple of months. When they saw their healthcare provider, they were told they were doing it wrong and another program was added. They tried it and it was fine at first, however, the pain returned and they decreased the setting. They reiterated their wire had moved and noted they had moved around a lot due to the pain in the hospital (due to complications from an unrelated procedure) and commented whether that affected the wire. They reported they had their complete system removed (B)(6) 2020. Their device had not worked. They no longer had pain at their tailbone.